Manufacturer narrative:
Concomitant product(s): a 429888 lead, implanted: (B)(6) 2016; a 5076-52 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma, pocket infection, and erosion. The physician initially "drained" the area and then several days later the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.